Manufacturer narrative:
Based on further review, the investigation was updated to: the considering the issue related to hemoglobin (thb) values, hemodilution is an expected physiologic response when the patient is on cardiopulmonary bypass. The system displayed the drop in hemoglobin appropriately. Per the logs, later in the case, the customer was prompted to recalibrate and chose not to calibrate. This is a normal feature of the parameter to alert the clinician when the algorithm believes a re-calibration was warranted, but it is up to the clinician whether they want to calibrate at that time or not. For cai related comments, based on the logs evaluated, the map being referenced in the complaint was from the bedside monitor. The map calculated by the bedside monitor is measured beat to beat, and the map that the cai compares to on the hemosphere is based on a 20 second average. No further action will be initiated for these issues as they are based on procedural factors and a difference in the calculation of map and not software issues.

Manufacturer narrative:
The device was not available for evaluation, however logs were available for review. Considering the issue related to hemoglobin values, it could be determined that it is expected behavior during cardiac procedures that require the patient to be put on pump. Hemodilution is an expected physiological response during this, and the system displayed that appropriately. For cai (cerebral adaptative index) related comments, based on the logs evaluation, cai response was appropriate due to physiological responses, and is therefore also considered as expected behavior. Based on the available information there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. The other issue related to the screen was determined to be software related. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient in this target market release (tmr), several cai (cerebral adaptative index) spikes were observed that were not clinically relevant. The clinician noted that map (mean arterial pressure) used for cai trend seemed to be delayed about 20 seconds; therefore, by the time the cai spike appeared, the map was normal on bedside monitor. On the other hand, after calibration when changing to non-pulsatile mode, there was an unexpected drop of hemoglobin values, from 14 to 12.5. Also, once in non-pulsatile mode there was multiple calibration required indicators every 10 minutes with no change in thermodilution. There was no allegation of patient injury. There will be no product return as this is a tmr.